Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned. Visual inspection of the returned screw inserter/extractor shows a piece of the trocar drill pin lodged in the end of the instrument. Visual inspection of the two returned trocar drill pins both show a fracture where the pin would mate with the screw inserter/extractor. One pin has the fractured part still in the inserter/extractor, and the other pin's fractured part was not returned. Sem evaluation of the fracture surface shows that much of the fracture surface was damaged after the fracture but ductile dimples in different directions could be seen in the center area indicating fracture due to torsional overload. DHR was reviewed and no findings relevant to the reported event were found. Per the package insert, if an instrument is subjected to high load it may break. Additionally, the sem analysis was consistent with torsional overload. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Medical product: mis qs screw inserter /extractor, cat#: 00598304900 lot#: 63454615, nexgen headless trocar drill pin, cat# 00590102000, lot#63520247. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports 0001822565-2017-06506, 0001822565-2017-06508, 0001822565-2017-06527.

Event description:
It was reported that while fixing the tibial cutting block during the right knee surgery, two pins got stuck in the vertical slot and the head fractured. The head of the second pin remained stuck in the pin holder. The surgery was 10 minutes delayed in order to get new pins.